Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, retained product, was deemed to meet serious injury criteria of permanent impairment of a body function or permanent damage to a body structure. The device history record for belotero balance lot 5030542 could not be conducted as 5030542 is an invalid lot number.

Event description:
This spontaneous report was received from a us nurse and concerns a female patient. She was treated with a total of 1 ml of belotero (not further specified)® into tear troughs (0.5 ml per side), on (B)(6) 2017. Batch number was reported as 5030542 (reportedly it was a invalid batch number). In 2017, after the belotero® treatment, the patient experienced that there was retained product and that it looked puffy. She was injected with 1 vial of hyaluronidase, on (B)(6) 2017. As reported, recently the patient informed the reporter that it caused green nasal discharge. The ear, nose and throat physician told the patient it was not possible. The event retained product was considered permanent. The outcome of the events was not reported.